Manufacturer narrative:
(B)(6).

Event description:
It was reported that the intra-aortic balloon perforation occurred on an axillary inserted balloon ¿around (B)(6) 2025¿ on a cardiosave during use. No patient harm or injury reported. Axillary disclaimer given. It was also reported that the nurse remembers there being an alarm but does not know what it was and did not print an alarm history log also nurse did not know if blood backed up into the pump and the nurse did not remember.

Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and return to manufacture date, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d7a. A portion of the catheter tubing and membrane was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. A visual examination of the product detected the inner lumen within the membrane was completely separated approximately 26.4cm from iab tip. The optical fiber was also found broken as the same location of the lumen break. An underwater leak test of the balloon, catheter tubing was performed and no other leaks were detected. The evaluation determined an inner lumen break within the membrane causing the reported problems. It is difficult to determine when or how this occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problems. The failure mode is addressed in in all iab risk files . All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a